Event description:
Concentrate (dry)-e6. The plaintiff's atty alleged that the pt experienced sudden cardiopulmonary arrest during dialysis treatment and expired. These claims were allegedly caused by the exposure to the prod administered for dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.